Event description:
The customer reported the video scrolls on the screen. No pt injury was reported.

Manufacturer narrative:
The svc rep was able to duplicate problem on cycling power. He determined that it was the wall voltage. Customer will call plant svs to have voltages checked.